Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), confirmed pump thrombosis which would have contributed to reported low flow events observed in the submitted log files. Evaluation of the submitted controller periodic log file confirmed a drop in flow to as low as 0 liters per minute (lpm) and an associated low flow hazard alarm occurring on (B)(6) 2023. Flow was captured at or near 0 lpm for approximately 4 hours. Following this timeframe, the fixed speed was increased to 7000 revolutions per minute (rpm), consistent with the reported event, and a slight increase in flow was subsequently observed. The submitted lvad periodic log file revealed that rotor parameters remained stable while flow was captured at or near 0 lpm; however, lvad fault flags associated with rotor instability were captured approximately 20 minutes after the fixed speed was increased to 7000 rpm. These fault flags were captured intermittently throughout the remaining duration of the file. Evaluation of the submitted controller and lvad event log files revealed continuous lvad fault flags associated with rotor instability occurring (B)(6) 2023. (B)(6) was returned assembled with the pump cable intact. The modular cable, outflow graft, and outflow graft bend relief were not returned with the device. The apical cuff was returned detached from the pump with the cuff lock disengaged. Upon disassembly of the returned pump, examination of the textured, blood contacting surfaces revealed an adhered, dark red, structured, tissue-like deposition that was occluding the eye and vanes of the rotor. The exact origin of this thrombus formation is unknown; however, the non-laminated structure of the thrombus observed within the rotor surfaces suggests that it likely did not form in the rotor. Additionally, log file findings are consistent with this thrombus first being ingested into the inlet extension, occluding flow, and then later being ingested into the rotor after the observed increase in fixed speed, leading to unstable rotor parameters. Upon removal of the depositions, (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm 3 lvas instructions for use (IFU) and the hm 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis and death as adverse events that may be associated with the use of the hm 3 lvas. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Additionally, section 6 of the IFU instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 8, ¿equipment storage and care¿, states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, ¿living with the heartmate iii¿, instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. This section also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented on (B)(6) 2023 due to 0 flow on their controller. The 0 flow was confirmed in the hospital. An attempt was made to increase the speed to 7000 rotations per minute (rpm) with no result. The power increased significantly to 8 watts (w). The patient's legs became very ischemic and after hours the decision was made to stop the pump. The patient passed away. Log files were reviewed and it was noted that there may have been an ingestion in the pump. The pump performed as intended.